Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 380 mg/dl and 100-199 mg/dl back to back within 5 minutes on the aviva system. Reporter also alleged obtaining two more results of 100-199 mg/dl on the same aviva system in the next 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were no longer available, so no product will be returned for evaluation.